Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer states that had a low battery and replaced it with a new one and it will not come back on. Insert battery alarm did not display on the pump screen. Troubleshooting was performed for blank display and noticed and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.